Manufacturer narrative:
(B)(4). Date of event estimated. Date of relevant tests/laboratory data estimated. The device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint database revealed no other similar incidents reported for separations from this lot. Based on the reviewed information, no product deficiency was identified. Xience xpedition is currently not commercially available in the u.s.

Event description:
It was reported that the procedure was to treat a lesion in the right marginal branch of the right coronary artery. After performing pre-dilation with an unspecified balloon catheter a 2.5x23 mm xience xpedition stent delivery system (sds) was inserted into an unspecified guide catheter but was soon removed before reaching the target lesion in order to perform additional pre-dilation. Reportedly, no resistance was noted during advancement. While removing the sds from the guide catheter the proximal shaft broke into 2 parts outside the patient anatomy. There was no resistance noted during removal. The sds was removed from the guide catheter without any issue. A new xience xpedition sds was used to successfully complete the procedure without any issue. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.